Event description:
On 10/12/2009, a boston scientific corp employee became aware of an article, "safety and efficacy of sonographic-guided random real-time core needle biopsy of the liver", by siddharth a. Padia, md, et al. Published in journal of clinical ultrasound: 138-143, vol. 37, no. 3, march/april 2009. The following info was derived from this article: an easy core biopsy device was used during a sonograph-guided real-time core needle biopsy of the liver. According to the article, the pt developed an infection. The pt was presented to the emergency department with fever and leukocytosis approx 24 hours after the biopsy. Sepsis had developed leading to hospitalization. Pt was subsequently discharged in stable condition. Attempts have been unsuccessful to obtain add'l info.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture and exp dates are unk.